Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was a failed mixing pump. The DHR is not required as this is event not an out-of-box failure and therefore is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction- d. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the during functional check it was observed that the mixing pump was failed to perform in an arctic sun device.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was a failed mixing pump. The device was evaluated. A functional check showed a failed mixing pump. The mixing pump was replaced. The device underwent a 2k pm. Pm was performed. Circ. Pumps, heater and drain valves were replaced. The device passed all applicable testing. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Per s03fa211 rev 21, a DHR is not required as this is event not an out-of-box failure and therefore is not manufacturing related. Complaint re-opened to update UDI information with all available information per gudid the reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the during functional check it was observed that the mixing pump was failed to perform in an arctic sun device.

Event description:
It was reported that the during functional check it was observed that the mixing pump was failed to perform in an arctic sun device.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.